Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to the end cap broken off and missing and the electrical board power connector broken off. The pump was also received with dog chew marks, scratched case and pillowing keypad overlay, end cap address label missing, cracked select button keypad overlay, and stained keypad overlay, the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was fallen and broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.